Event description:
This notification was opened for review due to an allegation of remstar pro c-flex+ device stated that the black stuff floating in the water. The patient reported coughing more and more. He believes it is likely from pollen but recently coughed up a black particle. The device has not yet been returned for evaluation. A follow up report will be submitted once the evaluation is done.